Manufacturer narrative:
Block h6 (device codes): imdrf device code a051201 captures the reportable event of wire anchor dislodged. Block h10: the returned hydratome rx 44 was analyzed, and a visual evaluation noted that the working length was kinked in several section at the distal tip. The cutting wire was in good condition, which was consistent with the findings when the device was observed under magnification. Additionally, the anchor was inside the catheter. No other problems with the device were noted. The reported event of wire anchor dislodged was not confirmed. Upon analysis, it was found that the anchor was inside the catheter. It was also found that the working length was kinked. Based on the condition of the device, the problem found could have been caused by operational factors, such as manipulating the device through difficult anatomy or the used technique for the device manipulation. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, once the hydratome rx 44 came out of the tip of the endoscope, it was noticed that the wire anchor dislodged. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a051201 captures the reportable event of wire anchor dislodged.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, once the hydratome rx 44 came out of the tip of the endoscope, it was noticed that the wire anchor dislodged. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.